Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, ventricular loss of capture was noted in bipolar mode with intermittent loss of capture in unipolar mode. The pocket was opened and the thresholds were measured at 1.7v in bipolar.